Event description:
A hospital staff member reported the articulating vertek arm on the treon system will no longer tighten down. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No part has been received by the manufacturer for evaluation.